Event description:
The manufacturer received information alleging congestive heart failure . Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
H3 other text : device not retuned to manufacturer.